Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Post-op infection. Hemi-pelvis was removed en mase with implant attached.